Manufacturer narrative:
The electrosurgical unit (esu) was returned to olympus for evaluation. The evaluation did not duplicate the user¿s report as the device passed the safety check inspection. Based on the visual inspection of the esu interior and exterior found no anomaly. The esu was checked for functionality using a test metron electrosurgical analyzer and a footswitch. The generator passed the display function check, power output, valid resistance range, and high frequency leakage current.

Event description:
It was reported that the unit had no output and it was not firing. The unit was showing a signal that the probe was not in the correct place even when it was. In addition, the physician reported that the unit is shocking patients in addition to the probes not working when properly placed in the turbinate anatomy. The user facility further reported that there were actually two patients involved. Both of the patients had a nasal submucous turbinate reduction procedure. There was no reported permanent damage with both patients and no additional intervention provided to the patients. This report is 2 of 2 reports, and is related to (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unclear what caused the reported electric shocks. Though, it is likely caused by user error where the patient might not have been positioned correctly. The patient and all users who may have come in contact with the patient during the procedure must not have been grounded during the application.